Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 10 devices were received. Event confirmation status: 9 reported events were confirmed; the cause was traced to component failure. 1 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by corrosion. 3 devices were found to be affected by compromised lubrication. 1 device was found to be affected by damaged bearings. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact.